Manufacturer narrative:
Through follow-up communication with the customer, livanova learned that the unit was contaminated by pseudomonas aeruginosa greater than 100 cfu/100ml post-disinfection procedure. Moreover, it was learned that the device was cleaned regularly as per the instructions for use, when it is not used it is stored drained, it was placed inside the operating theater during use, 3t aerosol collection set is replaced every 7 days since its installation and a t-safe medical tap filter is used for tap water. However, the following deviations were found: h2o2 checks are not performed; h2o2 is not added when the water in tanks is changed; prior to storing the heater-cooler, the water circuits are not disinfected. Based on the collected information, it is reasonable to assume that these deviations may have led/contributed to the reported contamination.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with microbial bacteria during maintenance activity. Type of bacteria has not been identified yet. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in london, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.